Event description:
Per the clinic, the patient experienced an infection and itching at the abutment site. It was also reported that the patient underwent revision surgery on 2019 (specific date not reported).